Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a longevity estimate discrepancy was observed on the device. The longevity estimate returned to normal. Patient condition is good and will be monitored.